Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient had loose epithelium/erosion during enhancement treatment in both eyes. The patient noted irritation and foreign body sensation. A bandage contact lens was placed in each eye. The patient was started on a topical sodium chloride hypertonicity ophthalmic solution. The patient will be seen in follow up at a later date. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).